Event description:
It was reported that when attempting to interrogate a new device, a serious programmer error was received. The programmer was returned for service. The radiofrequency (rf) head was also returned to the manufacturer, analyzed, and tested out of specification. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the programmer powers up ok, however, an error was found in the error log. It was also noted that the floppy drive does not read disks and the power cord bay door was broken. (B)(4): analysis found that the cable was out of electrical specification and the upper case lens was broken.